Event description:
I used renu w/moisture loc contact lens saline solution for seven mos. I was hospitalized, diagnosed with serious eye infections and 2 ulcers. I am presently taking anitbiotics and steroid therapy. Vision in my right eye has been impaired.